Manufacturer narrative:
(B)(4).the device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's ultrafiltration was 1192ml, indicating the patient drained 1192ml more than the programmed fill volume of 1500ml. This meets iipv criteria. Product surveillance spoke with the nurse on (B)(6) 2010. According to the nurse the patient has never reported any symptoms of overfill. The nurse stated that the patient has resumed therapy and is doing great. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intra-peritoneal volume (iipv) that was discovered during evaluation. Based on a review of all available therapy log data the cause was determined to be insufficient drain. One or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).